Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, subject stent was used. Subject stent failed to open proximally in the patient¿s vessel therefore another stent was telescoped inside the first subject stent as a medical intervention. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as tortuous. It was reported that 'an atlas sent failing to open proximally. Case was completed successfully'. It was further reported that 'another stent was ¿telescoped inside¿ first stent' resulting in a medical intervention. In the follow-up gfe process, the operator answered 'not sure' to the question: was the stent delivery microcatheter retracted in a continuous movement while maintaining the position of the stent delivery wire? While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of the stent failed/unable to open.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, subject stent was used. Subject stent failed to open proximally in the patient¿s vessel therefore another stent was telescoped inside the first subject stent as a medical intervention. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.